Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, a supply change was performed resolving the occlusion. There was no averse impact to the customer's blood glucose level due to this reported issue.